Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: rupture. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a female patient underwent a breast surgery with an unspecified mentor gel breast implant and experienced postoperative rupture (side unknown). As a result, the patient underwent removal and replacement with unspecified mentor gel breast implants sometime in 2015. The implantation date and explantation dates were estimated as (B)(6) 2009 and (B)(6) 2015 respectively based on available information.